Manufacturer narrative:
(B)(4).

Event description:
An overdose with symptom of lethargy and patient hospitalization was reported. Per the nurse the patient had a (B)(4) infection with "possible pneumonia". Patient was lethargic, so they were trying to rule out a morphine overdose. Patient was given narcan and patient's pain became worse. The pump was showing a low battery alarm and they were aware of that and had been attempting to schedule a replacement, but because of the infection they had to wait. Device programming was verified to be correct. Drug delivered via the pump was infumorph 25mg/ml at a daily dose of 4.5mg.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2004, explanted: unk.

Event description:
Additional information: it was reported that they were able to resolve those issues at the time. The patient later died of natural causes. It was reported that the date of death was approximately (B)(6) 2012.